Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained clear gel. No foreign material was observed within the device or on the shell surface. During initial evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00460503. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with mentor memorygel breast implants 425cc and experienced bilateral capsular contracture baker grade IV. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 450cc, catalog number 3504504bc, serial number (B)(4) and (B)(4) on (B)(6) 2019. This report is for the left side. This report contains supplemental information for mentor psr reference number ip-00460503.